Manufacturer narrative:
Device evaluation: no samples were received for investigation of (B)(4), in which the customer has stated: "the nurses were complaining of difficult connection and the whole line detaching underneath the drip chamber during an iron infusion." The product in use at the time is reported to be a 41173e-0006 from lot 22089043. Further information from the customer has stated that the problem occurred when the nurse had a struggle trying to insert the spike into the fluid bag. While she had to push very hard and squeezed, the tubing from drip chamber became popped off. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 22089043 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 41173e-0006 set in the past 12 months.

Event description:
¿It was reported that the bd alaris smartsite gravity set separated. The following information was provided by the initial reporter: 41173e 0006 - the nurses were complaining of difficult connection and the whole line detaching underneath the drip chamber during an iron infusion.